Manufacturer narrative:
This event was initially being reported that product was (B)(4) but the product returned did not correspond to the subject item number, the product was changed to unknown abutment screw. Upon visual inspection, the complaint was confirmed. The unknown abutment screw was fractured. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported the abutment screw fractured inside the implant. The dentist was able to remove both pieces of screw.